Event description:
The reporter did meter to lab comparison tests. The tests were done at the same time, using a venous sample for both meter and lab test. The meter result was 58 mg/dl, and the lab test result was 124 mg/dl. Reporter did not have any symptoms. A control test was not done due to lack of supplies. No harm was alleged.